Event description:
Ae assessor called and stated that patient informed her that she experienced a low reading. Patient did not recall date and time of low reading. Patient reported that her reading went down to 30. Patient needed assistant because she was incoherent and not functioning. Patient's son provided her candy and coke soda to manage low reading. After a hour reading did go back up.